Event description:
It was reported that the field representative went to program the subcutaneous implantable cardioverter defibrillator (s-ICD) back on since he programmed it off due to the patient having a procedure. It was noted that the smart pass feature was off. Auto set-up was performed to turn the feature back on however, all vectors failed due to small r-waves. Technical services recommended getting x-rays to check the electrode position and discussed possible causes. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative went to program the subcutaneous implantable cardioverter defibrillator (s-ICD) back on since he programmed it off due to the patient having a procedure. It was noted that the smart pass feature was off. Auto set-up was performed to turn the feature back on however, all vectors failed due to small r-waves. Technical services recommended getting x-rays to check the electrode position and discussed possible causes. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.